Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicmo13.7, -11.50 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. Low vault was observed. The lens remains implanted. Per the reporter on (B)(6) 2019, "va is good, vault is low. After doctor explained everything to the patient," surgeon is "willing to do close follow up instead of explanting lens." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.